Manufacturer narrative:
E1 initial reporter email address: (B)(6). The pth reagent lot was 70634601 with an expiration date of 30-jun-2024. The field service engineer replaced the nozzle assembly, performed maintenance activities, and replaced the measuring cells and pinch valves. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys pth assay on a cobas e 801 analytical unit. The sample initially resulted in a pth value of less than 1.2 pg/ml, accompanied by a data flag and repeated as 32.8 pg/ml. The initial questionable result was reported outside of the laboratory and was corrected upon completion of repeat testing.